Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced dizziness and fell during a pd treatment. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced nausea and vomiting prior to a fall on (B)(6) 2025. It was explained the patient did not experience vertigo as initially reported. The patient felt nauseous during a ccpd treatment on the liberty select cycler on (B)(6) 2025 and vomited on the bedroom floor. As the patient stood up from her bed, the patient slipped on the vomit and sustained a minor head injury. The patient was safely disconnected from the cycler and transported to the hospital by emergency services where the patient was admitted on the same day. The patient¿s nausea and vomiting were attributed to poor dietary intake as the patient has experienced gastrointestinal issues attributed to a poor diet prior to this event and before her start on pd therapy. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event and remains hospitalized and awaiting discharge to home. It was confirmed the patient¿s nausea, vomiting, the subsequent fall and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced dizziness and fell during a pd treatment. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced nausea and vomiting prior to a fall on (B)(6) 2025. It was explained the patient did not experience vertigo as initially reported. The patient felt nauseous during a ccpd treatment on the liberty select cycler on (B)(6) 2025 and vomited on the bedroom floor. As the patient stood up from her bed, the patient slipped on the vomit and sustained a minor head injury. The patient was safely disconnected from the cycler and transported to the hospital by emergency services where the patient was admitted on the same day. The patient¿s nausea and vomiting were attributed to poor dietary intake as the patient has experienced gastrointestinal issues attributed to a poor diet prior to this event and before her start on pd therapy. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event and remains hospitalized and awaiting discharge to home. It was confirmed the patient¿s nausea, vomiting, the subsequent fall and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.